Manufacturer narrative:
Submit date: 10/25/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite handle cover from inside a kit. The customer reported that the pack of two light handle covers were cracked when opened for use. No patient involvement.